Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00777 for the other medwatch. The same patient is represented in each medwatch.

Event description:
International customer reported that the needle tip broke during the surgical procedure. All pieces were retrieved. No adverse pt consequences were reported.